Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('other injury or complication: acute/chronic salpingitis'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 1, vaginal delivery, uterine bleeding, vulvovaginal human papilloma virus infection, superficial thrombosis of veins, umbilical hernia, dysuria and cervix inflammation. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate, minerals nos;vitamins nos (prenatal vitamins) and tranexamic acid. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / intercourse was unbearable"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), myalgia ("muscle pain"), gingival bleeding ("dental problems(bleeding gums)"), pain in jaw ("dental problems(jaw pain)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourses)"), fatigue ("fatigue"), hot flush ("hormonal changes: hot flashes"), mood altered ("hormonal changes:mood changes"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), arthralgia ("extreme joint pain"), pain of skin ("rashes or skin conditions: skin hurt to touch / skin pain"), vaginal discharge ("vaginal discharge"), toothache ("dental pain"), osteitis ("dental- inflammation in the jaw") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation/d&c / ablation novasure and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, hypersensitivity, myalgia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood altered, migraine, nausea, allergy to metals, abdominal pain, arthralgia, pain of skin, weight increased, vaginal discharge, toothache, osteitis and headache outcome was unknown and the gingival bleeding and pain in jaw was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood altered, myalgia, nausea, osteitis, pain in jaw, pain of skin, pelvic pain, salpingitis, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Patient reports after essure removal almost all symptoms went away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and medical record received-previously reported event ¿injury¿ updated to salpingitis,new events-¿ abnormal bleeding (general), pelvic pain female, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, extreme joint, muscle pain, apareunia (inability to have sexual intercourse), dental problems(bleeding gums), dental problems(jaw pain), dysmenorrhea (cramping), dyspareunia (painful sexual intercourses), fatigue, hormonal changes: hot flashes, hormonal changes: mood changes, migraines/headaches, nausea, nickel allergy, joint pain, abdominal pain, rashes or skin conditions: skin hurt to touch, weight gain, dental- inflammation in the jaw, headaches, patient did not undergo essure confirmation test and vaginal discharge¿, reporter, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.